Manufacturer narrative:
The device was returned or analysis. All available information was investigated and the reported broken l-lock tab, damage clip introducer and difficulty removing the mitraclip delivery system (cds) from the steerable guide catheter (sgc) were confirmed via returned device analysis. The physical resistance of the arm positioner was not confirmed. The reported premature deployment, clip actuation issues (difficult to open and inability to close) and retraction problem of the clip introducer could not be replicated in a testing environment due to the returned condition of the device (damaged clip). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The foreign body in patient appears to be due to procedural conditions due to the broken l-lock tab. Based on the information reviewed and the results of the returned device analysis, the torn clip introducer appears to be due to the retraction problem of the clip introducer as it was reported that during preparation when retracting the clip from the clip introducer; the clip got stuck at the tip of the clip introducer. The clip caught on clip introducer appears related to the user technique of retracting the clip from the clip introducer. The broken l-lock tab, observed deformed harness, scratched l-lock and kinked gripper line appear to be due to troubleshooting maneuvers of the clip actuation issues and difficulty removing the cds from the device. The difficulty removing the cds from the sgc was due to the inability to close the clip as an open clip can cause the clip to catch on the sgc tip which result in difficulty removing. A conclusive cause for the resistance of the arm positioner cannot be determined. The premature deployment and clip actuation issues (difficult to open and inability to close) were due to the identified broken threaded stud as the threaded stud is connected to the coupler and once the threaded stud is broken, the clip will get detached and would not be able to open or closed. The broken threaded stud appears to be related to a potential product quality issue. The threaded stud, coupler and l-lock were sent to scanning electron microscopy (sem) for analysis. The results indicated that l-lock fracture exhibited an ID to od ductile shear fracture face morphology (l-lock tab was bent in an outward direction relative to the ID lumen, until the fracture occurred). The coupler appeared to have mechanical damage at the end of the coupler, causing an od to ID coupler deformation. The threaded stud fracture appeared to have been caused by clockwise torsional stress, producing a ductile shear fracture face morphology. A fractured segment of the threaded stud was found inside of the coupler and was removed. The thread fracture appeared to be complete, as there appeared to be no indication of missing fragments. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report premature clip deployment. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4+. During preparation of the mitraclip delivery system (cds), when retracting the clip from the clip introducer; the clip got stuck at the tip of the clip introducer, possibly resulting in a small hole in the clip introducer, due to interaction with the friction elements. The same cds was advanced to the mitral valve without issues. When attempting to open the clip in the left atrium, the clip did not open more than 30-40 degrees and the clip would not close. Resistance was felt with the arm positioner when rotating in the close direction. The arm positioner was rotated in the open direction, the clip opened to 180 degrees and the clip prematurely deployed from the delivery system, while remaining on the gripper and lock lines. Difficulty was noted while attempting to remove the cds through the steerable guide catheter (sgc), because the clip remained inverted; therefore, the clip was retracted up against the sgc tip and all was retracted to the groin. The clip was removed with a cut down, then the cutdown was sutured. Once outside of the anatomy, a separated l-lock tab was observed. X-ray and echocardiogram could not confirm if the separated segment remained in the patient body. A new puncture site was performed, and a new sgc and cds were used. A total of two clips were implanted, reducing mr to 1+. There was no adverse patient sequela. The following day, the patient remained stable and was discharged on (B)(6) 2020. No additional information was provided.